Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the remote device report on (B)(6) 2020, showed the patients ventricular lead had low impedance, and the freeze capture egm showed ventricular pacing markers without any corresponding pacing spikes. The following day the ventricular lead impedance was normal, and the freeze capture showed ventricular pacing markers with corresponding spikes. The lead was explanted and replaced. The hospital informed that the issue was determined to be implanter error as a stitch was found around the lead. The lead was not returned for evaluation.